Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: product identification/expiration date - unknown. Date implanted - unknown. PMA/510 number. Manufacture date ¿ unknown.

Event description:
It was reported that patient underwent an orthopedic salvage knee arthroplasty on an unknown date. A revision procedure has been indicated, however, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a left total knee arthroplasty on an unknown date with an orthopedic salvage system. Subsequently, patient was revised on (B)(6) 2014 due to developing arthritis in the patella.